Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer. D4: UDI unavailable. G4: 510k number unavailable.

Event description:
It was reported that the pump exhibited an internal gas leak. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
D9: 24-feb-15. H3: one device was returned for analysis in used condition. Visual inspection showed the device was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing could not duplicate any leak. The cause of the reported issue is unknown. Preventative service was performed.